Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump was alarming with a blank screen (this is the pumps auxiliary alarm, and is meant to signal that the pump has lost power). They also stated that the pump history did not show any low battery alarms before turning off. The initial reporter also stated that the patient had not experienced any adverse effects from the complaint. ((B)(4)).